Manufacturer narrative:
Manufacturer received information, a consumer was sitting in their chair while the chair tilted, and allegedly pining her foot to a table. The chair has been in use for over 5 years and is no longer in warranty. Product has not been returned for inspection at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, lack of maintenance or a service error may have caused or contributed to this incident. The consumer alleges she has had a service facility inspect the chair in the past and no problems were found at that time. MDR filed as a conservative measure.

Event description:
The consumer states, she was at a restaurant and did not touch the joystick, when the tilt mechanism allegedly began to tilt her, raising her feet and moving the table, and pinning her left foot. No serious injury is alleged.